Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947 lead implanted: (B)(6) 2004, n141 crtd implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead partially dislodged and the threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.